Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed. The customer reported pain, abdominal treated with hospitalization: overnight stay. The event involved product(s) mmt-1880l, mmt-7911na. No further patient complications were reported. Mmt-1880l was requested and the device was returned. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. No product return is required for mmt-7911na.

Manufacturer narrative:
The pump passed, the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. Device test failed not confirmed. No motor displacement anomaly noted, during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. Pump/transmitter communication anomaly noted. The following were noted, during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed, when received. The pump was received, without the original battery cap. Please see below for the first 10 boluses listed on the event date (B)(6) 2024, in the pump history file. 09/25/2024, 00:04:05.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). 09/25/2024, 00:09:07.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 09/25/2024, 00:14:07.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). 09/25/2024, 00:19:05.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). 09/25/2024, 00:24:05.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). 09/25/2024, 00:44:05.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). 09/25/2024, 01:04:06.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). 09/25/2024, 01:29:08.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). 09/25/2024, 01:34:07.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 500 (0.05 u), bolus amount delivered: 500 (0.05 u). 09/25/2024, 01:39:07.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2024, in the pump history file. 09/26/2024, 00:00:00.000, daily totals g670 (63): daily total collection start time: 09/25/2024, 00:00:00.000: daily total of all insulin delivered: 281750 (28.175 u); daily total of basal insulin delivered: 136750 (13.675 u); daily total of bolus insulin delivered: 145000 (14.5 u). There were no autosuspend (12) alarm noted, in the pump history file. There were no usersuspended (2) alarm noted, on the event date (B)(6) 2024, in the pump history file. Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. 09/19/2024, 10:25:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 09/21/2024, 04:36:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 09/21/2024, 04:46:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 09/21/2024, 16:37:00.000, alarm alert notification (40): fault number: low battery alert (104). 09/21/2024, 17:26:48.000, battery removed (55). 09/21/2024, 17:26:48.000, alarm alert notification (40): fault number: battery removed (84). 09/21/2024, 17:27:07.000, battery inserted (44). 09/24/2024, 20:25:18.000, alarm alert notification (40): fault number: sensor error alert (801). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Earliest power data available, per the power management tool/detail trace file is on 9/25/2024, 3:17:59 pm. There was no power data available, for the event date of (B)(6) 2024. Unable to check power data for low battery alert. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lost sensor 1 alert (780), not confirmed. Low battery alert (104), unknown. Sensor error alert (801), not confirmed. The motor was tested outside of the device and passed. The pump passed, the functional testing. Device test failed not confirmed. Exposed to magnetic field or MRI not confirmed. Motor displacement anomaly (MRI) not confirmed. No com pump to xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.